Event description:
It was reported that during a cryo ablation procedure, the balloon catheter pull wires broke. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:afapro28 product type:balloon catheter. Product event summary: the mapping catheter of lot unknown was returned and analyzed. Visual inspection of the shaft segment was carried out and a shaft was kinked and broken approximately 57 inches from the lemo connector. Visual inspection of the introducer showed that the introducer/ loop straightener was removed from the returned mapping catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the mapping catheter failed the return product inspection due to the introducer being removed and a kinked and broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.